Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the colon during a laparoscopic right hemicolon radical operation, the stapler was able to fire but the staples were not formed completely. A new device was used to complete the operation. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual investigation noted that a loading unit was partially fired, the sled was not fully advance and the last six staple pushers were not fully deployed. Visual inspection of the remaining loading unit noted that it was fully fired, six closed staples were noted in the cartridge between the 2 and 1 cm cut line. Inspection of the anvil noted proper staple marks. Functionally, the partially fired loading units was loaded into the listed instrument and was cycled without hesitation or binding. The sled was fully advanced and the last six staple pushers were fully deployed. The remaining loading unit was loaded into an engineering representative instrument and cartridge, the interlock was over ridden, and the loading units was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.